Event description:
The patient walked with a high voltage fenced in area with his implantable neurostimulator on. The electromagnetic force was strong enough to 'pull things out of my pocket.' He did not feel any shocking or jolting at that time. However, the implantable neurostimulator did not communicate with either the patient programmer or recharger afterward. The battery was about 25%-50% full. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.